Manufacturer narrative:
After battery installation the insulin pump powered up and froze on the number 5 on the count up screen with an unexpected constant audio alarm, the problem was isolated to the mother board. Unable to perform a21 error test and displacement test due frozen screen. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working properly. The device started to have a squealing constant tone. She had to remove the battery to the noise. Customer was changing the infusion set and on the fill cannula screen the device started to make the noise and it flashed unexpected restart. Customer inserted a new battery and it froze for about 5 to 30 seconds while it booted up and then it noise anomaly occurred again so she removed the battery again. Customer was driving. Her blood glucose was 130 mg/dl. Troubleshooting was performed and it was found a new battery didn't return it to its normal functions. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.